Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer reported an increased number of potential false (B)(6) architect (B)(6) results for an unspecified number of patient samples while using an unknown lot of architect (B)(6) reagent which were confirmed negative using an unknown method. A review of complaints determined that there is no non statistical or adverse trend for the product for this complaint issue. A review of testing or batch records could not be performed as the lot is unknown. There were no returns available for this investigation. A review of labeling shows that if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. Based on the investigation no product deficiency was identified and there is not enough information to reasonably suggest a malfunction occurred. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer stated that the architect analyzer is generating an increased number of false reactive (B)(6) results with confirmation testing being nonreactive. No actual patient results were provided. There was no reported impact to patient management. There was no additional patient information provided.